Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03687.

Event description:
Edwards received notification from a field clinical specialist that during a tavr via the right subclavian approach, there was resistance between the 23mm sapien 3 ultra valve with commander delivery system and the esheath. The valve on the delivery system had ruptured the esheath and punched through the right subclavian artery in the expandable portion. As reported, while attempting to place the 23mm valve, the system seemed to be stuck in the sheath. The valve on the delivery system had ruptured the esheath and punched through the right subclavian artery in the expandable portion. The right subclavian before the carotid artery tore away. The system could not be withdrawn from the artery. A vascular surgeon was called in and the cut down was enlarged. Upon withdrawal, the valve was flared. It was not round but oval. Tissue was found on the valve. The patient coded and CPR was performed. Several units of blood were given. It appeared the right side chest was engorged with blood and the patient passed. The delivery system was removed and washed. The image of the used devices showed sheath liner torn, sheath shaft kink, and what appeared to be bent struts at the outflow. The balloon on the delivery system appeared to show the nose tip was separated.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was evaluated, and the following are the observations made: all struts were exposed through skirt, it was normal after crimped and used. Leaflets appeared dehydrated due to storage condition (prolong crimping) during the return handling process. Frame was distorted/damaged. Multiple bent struts at inflow and outflow. The bent struts at outflow were likely due to withdrawal. Flex tip gouges was observed. The imagery was provided by the complaint site and the following is observations: sheath had liner torn and kinked, and the delivery system (with valve) was exposed through sheath liner. Multiple bent struts appeared at the outflow. The patient's (right) access vessel revealed calcification and tortuosity. Vascular ruptured near the crimped valve. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes below during the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed through the device evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tavr via the right subclavian approach, there was resistance between the valve/delivery system and the esheath,' and 'while attempting to place the 23mm valve, the system seemed to be stuck in the sheath. The team looked for a kink, but none observed. However, it may have been possible that fluoro was not panned far enough to see a potential kink. The valve on the delivery system had ruptured the esheath and punched through the right subclavian artery in the expandable portion. The right subclavian before the carotid artery tore away. The system could not be withdrawn from the artery'. Per imagery review, the right access vessel had tortuosity and calcification. The presence of calcification and tortuosity can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', if 'push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if excessive force was applied to overcome the high resistance, it could result in bent strut. The further excessive device manipulation during the delivery system withdrawal (with crimped valve), which was further damaged to the outflow of valve with bent struts. As such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed and CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03687 and 2015691-2021-04559.